Event description:
This was f/u distal radius surgery on a pt that had distal radius procedure on (B)(6) 2010. Three locking pegs and 1 partially threaded locking peg backed out of the 4 top holes in the volar distal radius plate (visible on x-ray) - this plate and all of the screws (7 in total) were implanted initially 6 weeks prior. Surgeon removed plate/screws that were implanted in the pt and replaced them with new plate/screws.

Manufacturer narrative:
Investigation in process, but not yet complete.